Manufacturer narrative:
Customer checked cc sample syringe and it was not leaking. Customer technical specialist (cts) advised customer to replace cc sample syringe rod. Cts called the customer and customer confirmed that issue has been resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) to report cartridge chemistry (cc) sample probe leak from the bottom after flushing the cc sample probe. No injury was reported.